Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer was generating reaction wheel temperature errors and five (5) cuvettes failing water blank. Upon troubleshooting with bec customer technical support (cts), the customer found liquid under the reaction wheel and observed an overflowing vacuum probe # 1. The leak was contained within the instrument. The operator stated that she was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed that the wash/vacuum probe #1 was not aspirating and, as a result, cuvettes were overflowing during the wash cycle. The fse found an obstruction in the valve for the wash/vacuum probe #1. The fse removed the obstruction and no further overflow was observed. The fse discovered that liquid had gotten into the sample wheel motor and caused the autoloader motion errors. The fse replaced the motor and repairs were verified. The failure mode is an obstructed 2-way valve in the cuvette wash manifold. Bec identifier for this report is (B)(4).